Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11799. It was reported the pt experienced heating at the ipg pocket while charging for the first time. The pt reported the area felt hot and the skin turned red in the beginning. The pt charged for 45 minutes and reported the site felt warm for 45 minutes after the charging session. It was the reported the pt had rsd which was aggravated. The sjm representative provided the pt with charging recommendations including charging more frequently for less time, and using the pouch between the skin and the charging system. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.